Event description:
The complaint alleges that the extension cable was caught in the seal of the kit, causing a breach in sterility. The issue was detected prior to patient use.

Manufacturer narrative:
The investigation was not complete at the time of this report. A follow-up report will be sent with the investigation results.